Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor and weak signal alerts. The customer states they have received calibration error, change sensor, sensor error, and lost sensor alerts. The customer's blood glucose level at the time of incident was 400mg/dl. Troubleshoot was conducted. The customer was educated on over calibration and different factors that contribute to sensor readings and alerts. The customer was advised to monitor the device and call back if issues persist. The customer is being sent out courtesy sensor replacement.